Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had received several inappropriate discharges and the ventricular pacing lead impedance was higher than the normal range. The ventricular lead was extracted and replaced. The atrial lead had no complaint but was removed and replaced while gaining access to the ventricular lead during the procedure. The patient was stable following the procedure.

Manufacturer narrative:
The reported events could not be confirmed. A partial lead was returned in two pieces. The damage found was sustained during the surgical procedure. Unable to perform the low and high voltage lead impedance test due to lead was separation consistent with procedural damage. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.